Event description:
During troubleshooting for an unrelated alarm, a customer reported that they had received a "lot of system error alarms lately." The alarms were not specified. No injury or medical intervention was reported to be in association with this event. No addition information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. Previous service events weren't related to reported issue. A visual inspection was performed with no abnormalities noted. Functional testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. Additionally system error 3008 was found and cause of this error was faulty digital board. Should additional relevant information become available, a supplemental report will be submitted.